Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka) and the blood glucose (bg) level was 320 mg/dl. Prior to the hospitalization, a correction bolus was delivered in an attempt to address the bg level. The customer was treated with an insulin drip in the hospital and then transitioned back to using the pump for insulin therapy. The customer was discharged on (B)(6) 2017. The customer reported that the cause of the hospitalization was related to the pump due to the correction bolus had not lowered the bg level. Tandem customer technical support (cts) found no issues with the pump supplies. No alarms or issues could be verified in pump history that would suspend or impact insulin delivery. Cts advised the customer to contact them if there were any further questions or concerns. The customer understood and was satisfied.